Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the hypotension cannot be determined. However, hypotension is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clinically significant hypotension and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). All steps were performed according to instructions for use (IFU). During a mitraclip procedure, after the steerable guide catheter (sgc) crossed the septum, the blood pressure decreased. A short reanimation was performed. The blood pressure was stabilized with medication. The reason for the decrease in blood pressure remains unknown, according to the physician. The procedure was successfully completed. The mr was reduced to grade <1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.